Manufacturer narrative:
Standard disclaimer on file.

Event description:
A pt diagnosed with gestational diabetes, who has since given birth, tested glucose at 9:45 pm, with the suspect device and obtained a value of 270 mg/dl. She took 15 u humulin. At 2 am her husband took her to the emergency room because of a seizure. The device read 173 mg/dl glucose, while the hosp meter (unknown device) read 40 mg/dl. Hosp personnel administered dextrose intravenously.